Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as the exact causes of the pvl and heart block are unknown . However the patient's history of stenosis, as well as the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device was used in off-label implantation by using the transcaval access. As there are no specific IFU or training materials related to transcaval procedures, the available training materials were reviewed only for information potentially relevant to the device use.

Event description:
As reported by the clinical specialist, during a transcaval tavr case the initial valve was deployed low. Second valve was needed to address pvl. Patient left the room in stable condition. Per medical records received, the 23mm s3ur was deployed low, intentionally, given the size of the stj. Angiogram showed 2+ pvl and so a second 23mm s3ur was deployed valve in valve. Post-dilation of the valve was completed with a 24mm balloon. Afterwards, there was no significant gradient and the pvl was reduced to trace (0-1+). Per the discharge summary, during recovery, the patient was noted to be in 3rd degree heart block and a transvenous pacemaker was placed at the bedside. The patient had multiple complications post procedure, unrelated to an edwards device, including retroperitoneal bleeding, perihepatic bleeding, and suspected bowel perforation with free air noted on CT. These events appear to be complications stemming from the transcaval puncture that required multiple passes with an electrocautery needle before transcaval access was obtained, in conjunction with incomplete hemostasis of the ado (occluder device) used to close the cavo-aortic fistula. There was no allegation that the edwards esheath caused or contributed to the hemorrhage. The procedure appeared to have been completed successfully without complications, however, the patient was noted to by hypotensive in recovery and imaging revealed the complications listed above. The patient then underwent treatment for these issues. Unfortunately, the patient's clinical course was complicated and they never fully recovered. Thirteen days post procedure, the patient was made dnar and palliative medicine was consulted. The patient was transitioned to comfort measures and expired 15 days post procedure. The official cause of death is unknown; however, it is likely that the patient expired from complications related to hemorrhage, respiratory failure, infection, and bowel perforation (as evidenced by their clinical course) in combination with their extensive comorbidities. There was no direct allegation of valve dysfunction and/or that an edwards device caused or contributed to the patient's demise.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors, such as the patient's narrow, low, and calcified sinotubular junction caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the aortic position. As there are no specific IFU or training materials related to transcaval aortic procedures, the available training materials were reviewed only for information potentially relevant to the device use. H3 other text : valve remains implanted.

Event description:
As reported by the clinical specialist, during an off-label transcaval tavr case the initial valve was deployed low. A second valve was needed to address pvl. The patient left the room in stable condition. The perceived root cause was the patient's narrow, low, and calcified sinotubular junction caused the first valve to land lower than intended.